Event description:
It was reported that the implantable neurostimulator was explanted because it wasn't working properly. Add'l info has been requested. A follow-up report will be submitted if additional info becomes available.